Event description:
States that the lock on the new cadd legacy pump she just received sn (B)(4) ((B)(6) 2019) is not working properly. Pt states her cassette is not locking in. Pt tried same cassette in her other pump and had no problems. Pt states she also tried different cassette in defective pump and she could not get new cassette to lock in as well. No other information known. Error did not occur while in use. Patient did not experience any injury from defect. Pharmacy will be shipping out replacement and patient will be sending defective pump back to pharmacy. Dose or amount: 19 ng/kg/min. Frequency: 84 ml/24 hr. Route: IV. Dates of use: from unk to ongoing. Diagnosis or reason for use: pah.